Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that during the surgery the ets tsw35 stapler fired but would not release. The surgeon had to force the instrument to open. The procedure was successfully completed. There was no consequence to the pt.